Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Reported symptoms included nausea and tremors, with vomiting following oral intake attempts, leading to marked dehydration. The patient was treated with an intravenous drip of insulin, potassium, electrolytes, and magnesium. The patient was discharged after two days, on (B)(6) 2025.